Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 480mg/dl. The customer states they treated with manual injections. The customer states issues with bubbles in tubing not reservoir. The customer states they are sometimes able to prime them out. The customer did not feel comfortable with pump and requested it be replaced. The customer was out of the country and will be waiting till they get back to replace the device.